Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Against resistance; failure to follow steps/instructions. The device has been received; however, the evaluation has not yet been completed. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation and stretched coils were able to be confirmed. The difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional analysis and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted the hi-torque guide wires instructions for use states: consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. Do not push, auger, withdraw, or torque a guide wire that meets resistance. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during the procedure, a hi-torque balance middleweight (bmw) universal ii guide wire was advanced into a non-abbott guiding catheter and to a heavily calcified, 90% stenosed lesion in the mildly tortuous mid left anterior descending coronary artery as a support wire. An unspecified stent was then advanced next to the bmw guide wire and deployed at the target lesion, jailing the bmw stent against the vessel wall. The bmw guide wire was unable to be withdrawn from the anatomy. Force was applied, freeing the guide wire from the stent and vessel and the complete guide wire was subsequently able to be withdrawn from the anatomy. Stretched and unraveled tip coils were noted on the bmw after removal and the bmw length appeared to be longer than specified, indicating a possible separation of the tip coils from the guide wire core. The procedure was considered to be completed. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.